Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The day before the event the patient was on a plane when the cgm alerted her of a high blood glucose reading. The patient did not report the specific cgm reading but stated that she self-treated with insulin at that moment and that no fingerstick was taken at that time. That night the patient had dinner with her companions, gave herself a bolus of insulin, and was feeling fine and normal at that time. She then went to sleep and in the middle of the night she woke up to go to the rest room. The patient fell down the steps and stated, ¿she was off¿ and incoherent. Her companions mentioned she started the make a smacking noise with her mouth and then loss consciousness. Her companions rushed her straight to the hospital and while on their way there the patient had a seizure. No treatment was given yet at that moment and no fingerstick was reported to have been taken and it was unknown what the cgm reading was at that moment. The patient does not remember any type of treatment she received in the hospital because everything was in italian, but she stated she experienced diabetes ketoacidosis and was hospitalized for a total of 3 days. The patient reported she did not have any recollection of any cgm readings during the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).